Manufacturer narrative:
Continued: e.1:. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported, left side rupture. And incipient amount of periprosthetic fluid, not significant. Device remains implanted.